Event description:
It was reported that during the implant attempt the physician had difficulties with dislodgement and positioning of the right ventricular lead (rv) due to the patient's anatomy. Oversensing in the form of ventricular tachycardia episodes were noted on the electrocardiogram as well as under sensing in the form of asystole. The rv lead implant attempt was abandoned. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.